Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device received. Visual inspection noted deep scratches on the front cover, pole clamp had a couple gouges out of it, water tank cover had multiple scratches, corroded quick connect, microswitch was bent. Filled the device water tank and no leak was detected; the complaint was not confirmed. It was however found that the microswitch lever was bent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, pole clamp, front cover, quick connect, microswitch. Performed preventative maintenance (pm) and calibration. Device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: while performing a review of complaint file while performing a review of complaint file cc-(B)(4), it was discovered that the file was a duplicate file. Report reference number 3012307300-2023-06815 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that there was an internal leak. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.